Manufacturer narrative:
Based on the claim against the product by the customer noting error 23017 occurred, and they could not use patient side manipulator (psm) 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse powered on the system and observed that the surgeon side console (ssc) right master tool manipulator (mtm) would not initialize with error 23017. The fse reviewed the system log and noted that error 23017 was pointing to an issue with axis 5 of the right mtm. Additionally, these 23017 errors had occurred several times on (B)(6) 2022. The fse determined that the right mtm was defective. The fse replaced the right mtm to resolve the reported problem. The system was tested and verified as ready for use. The reported complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the right mtm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that error 23017 occurred, and they could not use patient side manipulator (psm) 1 at the time of the event. System functionality was reportedly checked prior to use, and no issues/errors were noted. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform a hard power cycle, but the issue could not be resolved. The tse suggested to swap to psm 3, but the swap pedal was not working. The tse reviewed the system log and identified error 23017 (b=75, p1=4) pointing to an issue with the surgeon side console (ssc) right master tool manipulator (mtm). The procedure was converted to laparoscopic surgery with no reported injury. Isi performed follow-up and obtained the following additional/updated information regarding the reported event: it was confirmed that there was no patient harm, injury or adverse outcome due to the procedure conversion.

Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) gimbal assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations of the returned assembly confirmed the customer reported complaint. The fa investigations reproduced the reported failure (error 23017 along axis 1/platform) during the sine cycle. The complaint regarding the customer encountered repeated coverable error 23017 was confirmed based on failure analysis, which indicated that the mtm assembly did contribute to the customer reported issue.